Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients leads migrated. The patient underwent lead revision procedure and was doing well postoperatively.